Event description:
The manufacturer received information alleging a device's pressure was not stable. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was returned to the manufacturer's product investigation laboratory for investigation. There was no evidence of defects on the blower motor assy, pil reviewed the original device error log and found no related errors, pil installed the suspect component into the pil trilogy test bed and ran it; no unexpected errors were generated; and the device provided therapy. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer concludes that the complaint of the blower motor assy. Visual inspection found no defects. The component was installed on a standard test bed (stb) and run in. No unexpected errors were generated, and the device provided therapy. Pil concludes the component operates properly..

Manufacturer narrative:
In the previous follow-up report section h10 was incorrectly captured, it should have been reported as: the manufacturer previously received information alleging a device's pressure was not stable. There was no harm or injury reported. The device was returned to the manufacturer's product investigation laboratory for investigation. There was no evidence of defects on the blower motor assy, pil reviewed the original device error log and found no related errors, the manufacturer installed the suspect component into the trilogy test bed and ran it; no unexpected errors were generated; and the device worked properly. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer was unable to confirm the complaint of the blower motor assy and visual inspection found no defects. The component was installed on a standard test bed (stb) and run in. No unexpected errors were generated, and the device provided therapy. The manuafcturer concludes the component operates properly.